Manufacturer narrative:
Date of alcl diagnosis: (B)(6) 2015. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl, seroma, granuloma, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: alcl, large seroma, concerns of the product, "baker 4 capsule", "drainage of hematoma", "painful", and "benign fibromembranous tissue with chronic inflammation. (B)(6).

Event description:
Patient reported right side alcl, large seroma, "breast implant with extracapsular fluid suspicious for implant rupture", and concerns of the product. Patient additionally provided operative reports reporting right side "baker 4 capsule", "drainage of hematoma on right", "painful", "silicone granuloma", and "benign fibromembranous tissue with chronic inflammation". Also reported "weight loss, night sweats, fatigue" which is not related to the device. Pathological makers cd30 positive and alk negative have been reported and confirmed. The device has been explanted and discarded. Treatment noted as hydrocodone, ibuprofen, capsulectomy, implant removal, and wound hematoma evacuation.